Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received." The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) , the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3101 with lot ctcbgg, conformed to the specifications when released to stock on the 13th july 2015. No root cause could be determined, as valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The reported valve was implanted to the patient via lp-shunt (doi and setting were unknown). The total 3 shunts were implanted into the left side, right side and top of the patient¿s ventricle. It was reported that the surgeon attempted to change the pressure setting on (B)(6) 2017, however, one of the implanted valve could not be able to change the pressure setting. The surgeon had monitored the patient¿s condition. The surgeon performed the revision surgery on (B)(6) 2017, and replaced the valve with a new one. After removing the valve, the surgeon found the debris such as proteins entirely covered the valve in question. It was also reported that there was another valve (the 2nd), which could change the pressure setting and there was no problem on the cfs flow under x-ray and pumping before the revision surgery, was revised in the same revision surgery. During the revision surgery, as the valve could not be confirmed cfs flow, even the surgeon attempted to lower the pressure setting however cfs flow could not be confirmed. So, the 2nd valve was also replaced with a new one. The patient¿s condition is under monitoring. The sales force scheduled an interview the surgeon and will collect more detail. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received." The valve was visually inspected; no defects were noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) , the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3101 with lot ctcbgg, conformed to the specifications when released to stock on the 13th july 2015. No root cause could be determined, as valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.